Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery in 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 where the surgeon noted ¿interestingly, the patient also had a persistent wound seroma.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, chronic infections, significant memory loss and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/16/2021. Additional narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced hernia recurrence following the surgery. Corrected information: manufacturing site name and address.

Manufacturer narrative:
Date sent to the FDA: 09/14/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.